Event description:
Had port revised after radiological confirmation of a leak at the band tubing of the device. The physician cut the band beyond the tear and attached it directly to the port, apparently removing the port connector tubing from the port.